Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During device preparation, before replacement of the ICD, low sensing was noted on the atrial lead. The physician stated that the low sensing was thought to be caused by the dislodged lead. No other anomalies were noted. The old lead was capped and replaced. The patient is in stable condition.